Event description:
It was reported an implantable neurostimulator (ins) was replaced due to premature battery depletion. The ins was implanted one year ago. The program values for both identical programs were 2.5 volts, 50 hertz, 1 anode and 1 cathode. The estimated longevity estimate was 5 years. As of the report date, the battery value was 2.785 volts. It was unknown if the patient adjusted the settings at all. The device was replaced with a new ins of the same model. There were no patient symptoms, adverse event, or injury associated with this event.

Manufacturer narrative:
Product ID 3998, lot# v091959, implanted: 2008 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).